Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from a vitros lpv ii control fluid and non-vitros biorad level 2 control fluid tested on a vitros 350 chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. Historical quality control results determined that within-lab imprecision was present. Ortho field service actions which included cleaning the microslide incubator and replacing the evaporation caps were performed, and post service historical quality control results showed improved within-lab precision.

Event description:
On (B)(6) 2020, a customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible results were obtained from vitros performance verifier ii and non-vitros biorad level 2 quality control samples using vitros clinical chemistry products ammonia (amon) slides on a vitros 350 chemistry system. Vitros lpv ii lot j6667 amon results of 80.6, 68.2 and 33.9 umol/l vs. The midpoint of the rom value of 186.9 umol/l. Biorad lot 54310 l2 amon result of 100.9 umol/l vs. The baseline mean of 80.33 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The control fluids are non-patient samples. The customer provided no examples of erroneous vitros amon patient sample results that were reported outside of the laboratory and there were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).